Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8923bc bio-composite pushlock suture anchor inserter broke inside the patient's bone. The impactor cap on the back of the pushlock broke before it met the purple plastic inserter body and a portion of the inserter somehow snapped within the patient's bone, while the anchor and eyelet was still able to be removed. The inserter broken fragment remains inside the patient. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided x-ray, where the broken inserter fragment is able to be visualized. However, without receipt of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.